Event description:
It was reported that the patient had no stimulation sensation. There was no accident or incident related to the event. The patient status was reported to be fair. Additional information received reported that the event was related to the lead. The patient experienced a return of pre-existing back and leg pain. X-ray (2009) showed that the lead had migrated. The lead was or would be replaced. The patient's outcome was noted to not be resolved yet.